Event description:
Patient reported that "his lead wires have been hanging out (1 1/2 inches)" out of his neck for the past two weeks. Additionally, he reported while doing heavy lifting at work, he may have "strained too hard and the lead started working it's way out." Reportedly, patient is traveling interstate and plans to follow up with a physician when financially able. Patient is currently being treated with oral antibiotics prescribed by previous primary care physician.